Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the mid left anterior descending artery with moderate tortuosity, heavy calcification, and 99% stenosis, pre-dilatation was performed. A 3.5x15 xience v stent delivery system (sds) was advanced but could not cross the lesion. Reportedly, the proximal end of the stent implant became flared after advancement of the sds. The sds was withdrawn from the patient anatomy with resistance and a new xience v sds was used to treat the target lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, guide catheter: heartrail ii. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.